Event description:
It was reported that the customer had a sensor that gave him an open circle. Customer woke up this morning with a sensor glucose reading over 400, but his blood glucose reading was only 64 mg/dl. Customer calibrated and bloused but is still receiving an open circle. Customer's current blood glucose reading is 155 mg/dl. Customer had a calibration error alert. Customer was advised to calibrate when their blood glucose levels are stable. It was explained that 2 consecutive calibration errors will lead to a bad sensor alert and the sensor will need to be replaced. Customer stated that over a month ago, he was filling the reservoir half-way and had to pee. Customer was thirsty and over 500. Customer bloused about 20 units. Customer then ended up in the intensive care unit for 5 days. Customer stated that it is not heat tolerant and his doctor reported that the heat was the cause of the problem. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-63502.